Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. Study event. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: right intraparenchymal hemorrhage, subdural hematoma. Time of symptoms/ae: 2-days post procedure. It was reported that 2 days post right internal carotid artery stenting procedure, the pt was hospitalized and had an emergent right craniotomy for evacuation of a right intraparenchymal hematoma and subdural hematoma. The pt had no history of trauma and the presumption was that the intraparenchymal hemorrhage had come through the cortical layer into the subdural space. The physician was able to evacuate the subdural hematoma, control the bleeding and remove a small portion of the intraparenchymal hemorrhage. The pt tolerated this procedure well. The pt was intubated overnight, and extubated the next day. The pt had been comatose with decerebrate posturing preoperatively. Postoperatively the pt exhibited some left side weakness which slowly improved as the pt started to follow commands. The pt was transferred out of intensive care, was started on physical therapy, and transferred to rehabilitation. Though requested, no additional information was available.